Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the ec.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 48406 occurred. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the reported error. The customer replaced the endoscope and the issue remained. The tse instructed to clean the endoscope connector (ec), but the issue persisted. The tse advised that a second vision side cart (vsc) could be used. After replacing the vsc, the issue remained, even with another endoscope. The tse advised to clean the ec properly with alcohol. After that, endoscope was recognized by the system. The system was then ready for use. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The endoscope controller (ec) was analyzed, and the reported problem was confirmed and replicated. A visual inspection revealed no issues related to the complaint; however, system logs showed error 48406 (illuminator watchdog timeout), confirming the fault occurred in the field. The unit was installed and tested on a golden system, where it functioned as expected despite the recoverable fault 48406 indicating endoscope self-test failure. Based on these findings, failure analysis concluded that the dual camera interface board (dcib) was the source of the reported failure. The probable root cause is attributed to electrical issues by a faulty dcib assembly located within the endoscope controller.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem with the endoscope involved sticky residue and a piece of cotton stuck in the endoscope connector. The endoscope was cleaned with a compress slightly soaked in alcohol at the request of the da vinci technician, but despite cleaning, the endoscope was not recognized. A second optic was opened, but it too was not recognized, and the same procedure was performed with no change. After the technician's visit, a part was changed on the video column; one optic was out of order and one was dysfunctional. The patient did not suffer any harm or injury. The procedure proceeded robotically as planned. However, there was a delay of approximately 40 minutes to 1 hour.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex a - device prob desc 1 to a090209 - visual prompts will not clear.